Event description:
Reporter indicated that the site's programming wand could not communicate. Troubleshooting was performed, but there continued to be communication errors. The wand was returned to the manufacturer for analysis, which was completed and confirmed the communication errors. Analysis found that there were open conductors in the serial data cable. After a known good data cable was substituted, no further communication errors were observed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.